Event description:
Per the clinic, the patient experienced an infection at the implant site and was hospitalized (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Correction: the correct serial number is (B)(4) and not (B)(4) as previously reported.correction: the correct model number is ci422; and not ci512 as previously reportedcorrection: the correct date of implant is (B)(6) 2015; not (B)(6) 2011 as previously reportedper the clinic, the device was explanted (B)(6) 2015. This report is filed (B)(6) 2015.